Event description:
On (B)(6) 2012, the patient's mother/reporter contacted animas on behalf of the lay-user/patient to report a dual alarm failure issue. Both the vibration and audio alarm are not working during bolus from meter remote. During the troubleshooting, the dual alarm failure was not resolved since the air bolus from the audio bolus button signal a vibration or audio tone. There was no reported patient impact associated with this complaint. This complaint is being reported due to the unresolved dual alarm failure.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation, the audible sound and the vibration were found to be functional. A 5 unit audio bolus button delivery was performed and the pump emitted the appropriate audible and vibratory alert. The pump was opened and no defects were found with the piezo circuit or the vibration motor.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.